Event description:
The customer reported erratic troponin I (access accutni) results, for six patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrators. Subsequent analysis of the patients¿ samples, on the same instrument, continued to produce erratic results within different clinical categories of the assay. The original results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patients¿ samples were collected in lithium heparin plasma tubes and centrifuged at 6,000 rpm (rotations per minute) for five minutes. The samples were collected in the emergency room (ER) and full. No sample quality issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the patients on the event date noted.

Manufacturer narrative:
The field service engineer (fse) discovered bubbles in the wash pump due to bad seals and wash valve rotor shaft. The fse replaced the wash pump seals and the wash valve rotor shaft. A routine system check, high sensitivity system check, a 48-replicate precision test and a cta (closed tube aliquot) carryover test was performed. All verification testing passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. All three levels of quality control (qc) were performing within the laboratory's established ranges from (B)(4) 2013. Calibration, performed on (B)(6) 2013, passed within the assay's specifications. Routine system checks, performed on (B)(6) 2013, all passed within the instrument's specifications. This medwatch report is related to MDR 2122870-2013-00670.